Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had been having some problems with their stimulator. Patient said the top part of the battery pack was really feeling really hot under their skin when they woke up. Patient clarified they weren't charging when they felt the hot. Patient also said they would wake up and the implant would be pushing against their inside of their back, which was not comfortable. Patient said the issue started about a month ago and they had told their healthcare provider, who said patient should call manufacturer. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were wondering if they needed to turn stim up as they had not changed any of their settings at all, and patient didn't know how to do that. Agent offered to walk patient through how to use the controller to adjust stim, but patient did not have the controller with them at the time of the call. Patient will call back later with controller for ps to review how to use controller to adjust stim.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.